Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture (loc) at maximum output. It was also reported that no sensing was observed. It was determined that the lead had dislodged. An invasive procedure was performed and the lead was repositioned successfully. No additional adverse patient effects were reported.